Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain. After removal the site was curated and after 6 weeks a new implant will be placed.

Manufacturer narrative:
Zimmerbiomet complaint number(B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified bone and blood outside and inside as well as minor signs of usage but no evidence of any significant damage. The returned device was measured and verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device tooth location is unknown and were used for approximately 1 month 28 days. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient presented with pain. The product was returned for investigation. The reported complaint is could not be verified due to lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.